Event description:
It was reported that a high flow tubing split happened during the transfusion protocol. There was blood leak and possible contamination. There were no adverse events reported due to this event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Four photos were provided for investigation. The reported complaint could not be confirmed based on the photos. A device history record (DHR) review could not be completed as no lot number was provided by the customer.